Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 05-jul-2019. The most recent information was received on 12-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloated stomach'), headache ('a lot of headaches'), fatigue ('tiredness, a lot of fatigue') and deafness ('ent disorders that led to hearing loss') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced deafness (seriousness criterion medically significant). In 2016, the patient experienced headache (seriousness criterion disability) and fatigue (seriousness criterion disability). On an unknown date, the patient experienced abdominal distension (seriousness criterion medically significant), tinnitus ("tinnitus"), dizziness ("some dizziness"), vomiting ("vomiting (sometimes following headaches)"), amnesia ("memory loss"), disturbance in attention ("lack of concentration"), thinking abnormal ("loss of train of thought"), irritability ("irritability"), loss of libido ("no longer has sex drive, no more libido"), ear disorder ("ent disorders"), nasal disorder ("ent disorders") and pharyngeal disorder ("ent disorders"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal distension, dizziness, disturbance in attention, thinking abnormal and irritability outcome was unknown and the headache, fatigue, deafness, tinnitus, amnesia and loss of libido had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, deafness, disturbance in attention, dizziness, ear disorder, fatigue, headache, irritability, loss of libido, nasal disorder, pharyngeal disorder, thinking abnormal, tinnitus and vomiting with essure. The reporter commented: there are still 10 days, I was working in a nursery, I unfortunately had to apply for reclassification due to my hearing problems (which appeared 4 years ago). Three years ago, I was put on part time work by the occupational doctor because of my headaches and my tiredness. It has been 3 years since I have been recognised as disabled. I have a lot of headaches (sometimes followed by vomiting). I have memory loss. In the evening, I go to bed at the same time as my children (9:00 pm) and I have no more libido. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('bloated stomach'), headache ('a lot of headaches'), fatigue ('tiredness, a lot of fatigue') and deafness ('ent disorders that led to hearing loss') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced deafness (seriousness criterion medically significant). In 2016, the patient experienced headache (seriousness criterion disability) and fatigue (seriousness criterion disability). On an unknown date, the patient experienced abdominal distension (seriousness criterion medically significant), tinnitus ("tinnitus"), dizziness ("some dizziness"), vomiting ("vomiting (sometimes following headaches)"), amnesia ("memory loss"), disturbance in attention ("lack of concentration"), thinking abnormal ("loss of train of thought"), irritability ("irritability"), loss of libido ("no longer has sex drive, no more libido"), ear disorder ("ent disorders"), nasal disorder ("ent disorders") and pharyngeal disorder ("ent disorders"). At the time of the report, the abdominal distension, dizziness, disturbance in attention, thinking abnormal and irritability outcome was unknown and the headache, fatigue, deafness, tinnitus, amnesia and loss of libido had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, deafness, disturbance in attention, dizziness, ear disorder, fatigue, headache, irritability, loss of libido, nasal disorder, pharyngeal disorder, thinking abnormal, tinnitus and vomiting with essure. The reporter commented: there are still 10 days, I was working in a nursery, I unfortunately had to apply for reclassification due to my hearing problems (which appeared 4 years ago). Three years ago, I was put on part time work by the occupational doctor because of my headaches and my tiredness. It has been 3 years since I have been recognised as disabled. I have a lot of headaches (sometimes followed by vomiting). I have memory loss. In the evening, I go to bed at the same time as my children (9:00 pm) and I have no more libido. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.